Event description:
It was reported that the ilet pump displayed alert code 64 that persisted after five restarts, and the agent proceeded to replace the device while instructing the patient on shutting down the ilet and syncing data prior to return; blood glucose was reportedly unaffected and the patient could continue cgm monitoring with the dexcom app or receiver. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no need for medical care. Investigation included remote troubleshooting and arrangement for device replacement with instructions for return and data synchronization. Investigation of this case revealed a device malfunction with no effect on blood glucose. It was concluded that the device experienced a malfunction requiring replacement, with no patient injury or clinical sequelae.